Event description:
It was reported that this pacemaker was exhibiting farfield oversensing on the right atrial. Cross chamber blanking is at max output. Technical services (ts) was consulted and provided reprogramming options. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced.

Event description:
It was reported that this pacemaker was exhibiting farfield oversensing on the right atrial. Cross chamber blanking is at max output. Technical services (ts) was consulted and provided reprogramming options. The device remains in service. No adverse patient effects were reported.